Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported that max zero connector found leaking when the cap was flushed with normal saline. There was no patient harm.

Event description:
The customer reported that max zero connector found leaking when the cap was flushed with normal saline. There was no patient harm.

Manufacturer narrative:
Correction: concomitant maxzero removed. The customer report of the max zero connector leaking was not confirmed. Visual inspection found no anomalies. Functional testing found no anomalies. The root cause of the customer's report was not identified.

Event description:
The customer reported that max zero connector found leaking when the cap was flushed with normal saline. There was no patient harm.

Event description:
The customer reported that max zero connector found leaking when the cap was flushed with normal saline. There was no patient harm.